Event description:
It was reported that dr. Stated stuck mount. Mount was not opening inside the osteotomy, mount got cold welded. After healing implant was placed. Tooth site # 30.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Date of event unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) imp,tsv,4.1,8,mtx,mg (tsvt4b8) & one (1) imp,tsv,3.7,8,mtx,mg (tsvtb8) were not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported devices were located on tooth sites # 46, 47 (fdi) and were used for an unknown amount of time. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot numbers (1248429 & 1248194). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (1248429 & 1248194) for similar events and no other complaint was identified. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction could not be verified, and the reported event was non-verifiable. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h3: changed "yes" to "no", h6: entered evaluation codes, h10: added manufacturer narrative h3 other text : device not returned.

Manufacturer narrative:
One (1) imp,tsv,4.1,8,mtx,mg (tsvt4b8) was returned for investigation. Visual evaluation of the as returned product identified the implant already disengaged. Implant matched prints where measured. No malfunction was noticed, signs of use. Functional testing with an in-house mount to recreate the reported event; verified the implant (tsvt4b8) engaged and disengaged as intended. A pre-existing condition noted on the per was unknown bone density type. The reported devices were located on tooth sites # 46, 47 (fdi) and were used for an unknown amount of time. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1248429). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1248429) for similar events and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, implant malfunction could not be verified for the tsvtb8 and the reported event was non-verifiable. Additionally, implant malfunction did not occur for the tsvt4b8 and the reported event is non-verifiable without return of all devices involved.

Event description:
No further event information available at the time of this report.